Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the lead showed oversensing and the pace/sense portion of the lead was capped and a new lead was added. It was later reported the patient had an infection. The lead was removed. No further patient complications were reported as a result of this event.